Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even inthe absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal, due to a failed sensor during warm-up period, patient noticed that the sensor appeared shorter than usual. Patient doesn't see or feel anything at the insertion site and is not complaining of any discomfort.